Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing probe in foley catheters not functioning correctly. Sometimes erratic reading, sometimes no reading at all. Unable to use foley for temperature for critically ill patients. Representative spoke with other nurses on unit, and they said it happened all the time, none of the temperature catheters work.